Manufacturer narrative:
No product returned for investigation. The cause of the purge leak (pump) was not determined due to no product returned and insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge leak. It is not yet clear how the issue was resolved as the patient remains on impella support.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.